Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer was doing nothing and suddenly the insulin pump alarmed insert battery and then went blank. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. The display did not return after restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.